Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and it was noted a small chunk was missing from the lens. The lens was removed with no pt injury and another lens was implanted. Sutures were not required.

Manufacturer narrative:
(B)(4) chunk missing from lens. (B)(4).